Manufacturer narrative:
Patient age, weight and gender were not provided. It was reported that the device would be returned for analysis; however, the device has not yet been returned. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of an unspecified artery aneurysm, the deltapaq coil (B)(4) kinked and accordioned inside the hypotube (sheath) during insertion, and the coil did not advance out of the introducer sheath due to resistance. The procedure was completed with another coil. There were no patient adverse events reported and no clinically significant delay in the procedure. The coil was exchanged for analysis coil to continue the procedure. It was reported that the device would be returned for analysis.

Manufacturer narrative:
Device was returned for analysis on 8/19/2016. Conclusion: as reported by a healthcare professional, during coil embolization of an unspecified artery aneurysm, the deltapaq coil ((B)(4)) kinked and accordioned inside the hypotube (sheath) during insertion, and the coil did not advance out of the introducer sheath due to resistance. The procedure was completed with another coil. There were no patient adverse events reported and no clinically significant delay in the procedure. The coil was exchanged for another coil to continue the procedure. The device was returned for analysis. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. Located 18.5 centimeters off the distal tip of the green introducer, the coil protrudes outside the sheath. There is no mechanical sheath damage at the protrusion site. The coil¿s socket ring has severely compressed the distal end of the outer sheath. The coil has stretching and compression damage at the proximal section. Past the damaged section the distal section of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has compression and stretching damage. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil becoming damaged and protruding through the sheath during introduction was confirmed. The most likely root cause of the coils protrusion through the sheath and its damage may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which compressed the distal end of the outer sheath, damaged the coil, and caused it to protrude outside the sheath. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ there was no evidence of a manufacturing issue related to the event; therefore, no corrective actions will be taken at this time.